Event description:
Customer complained about the fluid delivery set packaged in the namic custom kit. Customer complained of bubbles in the flush line. There was no pt injury. No samples were retained.